Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that start new sensor prompt occurred. The sensor was inserted into the leg, which is off label usage of the device, on (B)(6) 2019. Data was evaluated and the allegation was confirmed as an early sensor expiration. The probable cause was determined to be potential patient misuse. The reported event of start new sensor is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.